Event description:
The customer reported that the system would not switch on. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was checked and the 50 ma fuse on the b111 circuit board was replaced. The system was tested and found to be working as intended.